Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs scs systems (cervical and thoracic system). This report is for thoracic system. It was reported the patient experienced loss of stimulation. The scs ipg is inoperable and the device does not charge anymore. Surgical intervention may be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the thoracic system was explanted.